Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the photo investigation revealed that '03.019.017, depth gauge for multiloc hum nling sys' had sleeve missing. Potential cause cannot be determined for missing components. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the sleeve missing and the needle bent. The reported allegation can be confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. A dimensional inspection was not performed since it did not apply to the complaint condition. A functional test was not performed since it did not apply to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge for multiloc hum nling sys would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during the loan kit inspection it was found that a component was missing. Upon manufacturers investigation it was noted that the needle was bent.